Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed in the common carotid artery due to the enroute 0.014" guidewire. The dissection was covered with the planned stent.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed in the common carotid artery due to the enroute 0.014" guidewire. The dissection was covered with the planned stent.